Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. The most recent information was received on 23-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods / significant loss of blood with blood clots") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important) and device dislocation ("displacement of one of the implants in the uterus"). An unknown time later she experienced fatigue ("extreme fatigue") and amnesia ("memory loss"). The patient was treated with other therapeutic products and iron. It was unknown whether any action was taken with essure. At the time of the report, the heavy menstrual bleeding, fatigue and amnesia had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, device dislocation, fatigue or amnesia. The reporter commented: the reporter only discovered the essure problem in 2022 on social media. Offering a nickel allergy test and an ultrasound scan to locate the implants would be the ethical minimum. Period of occurrence of haemorrhagic periods and displacement of one of the implants in the uterus: following the insertion, and worsening in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods / significant loss of blood with blood clots") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important) and device dislocation ("displacement of one of the implants in the uterus"). An unknown time later she experienced fatigue ("extreme fatigue") and amnesia ("memory loss"). The patient was treated with other therapeutic products and iron. It was unknown whether any action was taken with essure. At the time of the report, the heavy menstrual bleeding, fatigue and amnesia had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, device dislocation, fatigue or amnesia. The reporter commented: the reporter only discovered the essure problem in 2022 on social media. Offering a nickel allergy test and an ultrasound scan to locate the implants would be the ethical minimum. Period of occurrence of haemorrhagic periods and displacement of one of the implants in the uterus: following the insertion, and worsening in 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.